Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2026, post the implantation, a subcutaneous leak occurred during a recent contrast enhanced CT scan, and an x ray revealed the complete fracture. Also broken catheter entered to the heart, and the catheter was retrieved. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.